Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 15 mmol/l. The alarm occurred during a set change. Customer was changing the set because of a no delivery alarm. Pump was not exposed to a magnetic field. The no delivery alarm occurred during basal and the motor error occurred during prime. Insulin pump will need to be replaced. Customer's father called back to report that the entire set and the pump are now working. It was explained that the pump will need to be replaced for safety reasons. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.